Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer had issues with high blood glucose since this morning and she has changed out her set three times. Customer has treated a few times with her pen. Customer does not feel sick but her current blood glucose was 26.2 mmol/l. Customer's blood glucose was 20.6 mmol/l at the time of the incident. Customer found that the cannula was bent. It was explained that a bent or crimped cannula may interfere with the amount of insulin delivered and may contribute to high blood glucose. Customer stated that she had no deliveries yesterday and high blood glucose readings yesterday but it was not found in the logs. Customer ran a self test and the pump passed. Customer was advised to do a complete set change. Customer will be sent a tubing clamp.